Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on that day was 29 mmol/l without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. It was reported the pump smelled of insulin. No leaks or moisture were detected prior to the call or during troubleshooting. There was no allegation or indication of a device malfunction. This complaint is being reported because the health event was attributed to use error.